Event description:
It was reported that patient had a cardiac ablation procedure on (B)(6) and about (B)(6), patient started noticing trouble with recharging and the unit shutting itself off on its own. Patient saw his neurologist yesterday and the neurologist was able to interrogate the device and notice that the therapy was off. Neurologist sent representative a screenshot of patient's charging times and it appears to be running down and taking a couple hours to get back up to 100%. Patient is charging every couple days or so and his settings are not very high. The neurologist tried to do an impedance check and it said telemetry failure and was not able to power on the therapy. Representative will meet with patient next, monday, to troubleshoot further. Pt had been getting codes 2718(B)(6), 2032(B)(6), and 634(B)(6). Patient had cardiac ablation on (B)(6) and then noticed on the 24-apr they got code 2718. Patient noticed their ins was rapidly depleting. Patient would charge ins up to 100% and then ins would be down to 0 the next day. Patient had not recharged their ins when they came to clinic today and ins therapy was off. Manufacturing rep. Charged ins to 30% and turned therapy back on. Manufacturing rep. Had swapped out recharging system to see if doing this would make any difference in error codes. Manufacturing rep. Was able to turn therapy back on with the tablet, but soon after got code telemetry failure: communication with the neurostimulator failed: 2baceba2. During the call, manufacturing rep. Reset the ins using the cp app and then interrogated ins, but when they tried to turn therapy back on, rep. Got device stimulation has unexpectedly turned off consider reducing stimulation. Ins therapy turned off. Rep. Connected with patient handset and got codes 2032 and 2718 when they tried to turn therapy back on using pt handset. Ins was charged 30% during the call. Additional information received from rep indicating that the device is going to be replaced. His device will hold a charge for a small period of time. When you go to power therapy back on the patient doesn¿t feel any benefit. Device will turn on but when you back out of the screen to make an adjustment it turns therapy back off. The patient is in the process of getting it scheduled for replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.